Manufacturer narrative:
Results: the jet7 was ovalized approximately 108.0 through 114.0 cm from the hub. The total length of the jet7 was approximately 133.0 cm. Conclusions: evaluation of the returned jet7 revealed an ovalized device. If the jet7 is forcefully gripped or pinched during insertion into a parent device, damage such as ovalization may occur. During functional testing, the jet7 was attempted to be advanced into a demonstration neuron max and was unable to be advanced past the ovalization. Further evaluation revealed the jet7 length was within specification. The neuron max identified in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica), middle cerebral artery (mca) and the a2 segment of the anterior cerebral artery (aca) using a penumbra system jet7 kit. During the procedure, the physician completed the first pass using a neuron max 6f 088 long sheath (neuron max) and a penumbra system jet 7 reperfusion catheter (jet7). While attempting to introduce the jet7 through the neuron max for the second pass, the physician experienced resistance and the jet7 would not advance beyond 15-20 centimeters; therefore, it was removed. Upon removal, it was noticed that the jet7 appeared to be stretched. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68) and the same neuron max. There was no report of an adverse effect to the patient.